Manufacturer narrative:
(B)(4). Product eval indicated that there was no malfunction of the device. The most likely underlying root cause of malfunction noted in the complaint: user had poor storage for the test strips, user had an inaccurate reference, or user had incorrect code key. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/03/2014).

Event description:
Consumer complaint of about high blood results. Customer normal results are around 175 mg/dl 2 hours after eating. Back to back blood tests performed with results of 413 and 398 mg/dl. Last 5 results in memory are 434 mg/dl, 432 mg/dl, 381 mg/dl, 395 mg/dl, and 379 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (434) and the lowest normal result (175) is located in zone c. No adverse event reported.